Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals, the following was observed: there is a little radiolucency around the anterior part of the tibial implant. This could be interpreted as loosening. There is no sign of migration. The pe cannot be assessed directly and does not show signs of loosening or migration. The talar component shows some loosening, however, there seems to be contact to the lag screws of the talocalcaneal fusion. The bone looks condensed below the implant. Therefore, I would assess loosening and a little bit of migration (subsidence) of the talar component. Based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Event description:
It was reported that a patient will be undergoing a revision surgery. The patient has osteophytes adjacent to the talus and an existing total ankle implant.